Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications. Left . Additional information received from litigation on 05/03/2018. Allegedly the patient was revised due to severe metal on metal reaction; pain; trunnionosis.